Manufacturer narrative:
The returned device was evaluated and evidence of a leak was noted. The investigation showed leakage at cannula seal - tear in cannula at site c. A manufacturing defect is determined to have contributed to the reported hyperglycemia. Insulet has completed an internal investigation of this issue. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that at 3:56 am on (B)(6) 2013 her blood glucose measured 134 mg/dl; she took a 0.5 unit insulin bolus, just to bring her bg "down a little." At 6:00 am her bg was 128 mg/dl. She stated she wasn't overly concerned about her bg, but took another small bolus of 0.1 unit at 8:00 am. At 9:03 am she took a bolus of 2.9 units for her breakfast at 9:00 am (no carbohydrate count reported). Her bg was 282 mg/dl at 11:00 am and 250 mg/dl at 11:30 am.